Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the sensor does not read spo2 consistently and the wires attached to finger part are frayed. Additional information indicated the product would display values and then suddenly display no values. The product would work if the lead was jiggled sometimes, but sometimes not. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned sensor failed visual analysis due to a torn bend relief at the sensor end. The sensor failed continuity testing due to a short in the cable between the white conductor and inner shield at the torn bend relief area. As a result the sensor functioned intermittently. When the intermittent connection was held in normal operation and then manipulated to "open" (non-functional) condition, the device to which it was connected went into alarm condition (audibly and visually alarmed), readings zeroed out, pleth went flat, and ¿sensor off patient" error message displayed.